Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system and found that the safety valve was not functioning normally during the system checkout. It was found that the solenoid that controls the safety valve opening/closing had a hard point, a build-up of an unknown substance that prevented the safety valve solenoid from moving smoothly, causing a significant leakage. After removing this hard point by maneuvering the shaft and cleaning the valve, the leak problem disappeared, and the system checkout passed successfully. The customer was recommended to replace the safety valve solenoid, and a new safety valve solenoid has been handed over to the customer. The customer is trained on the system and will replace the safety valve solenoid if the reported failure reoccurs. No parts have been returned. The system device logs were received for evaluation. The evaluation of the device logs confirm the reported system checkout failure. The safety valve test failed due to that the safety valve opening pressure was not reached, due to possible leakage. All other sub tests failed due to the leakage. The safety valve solenoid is a spring-loaded solenoid valve. The safety valve solenoid is closed when not activated and open when activated. A faulty safety valve solenoid may lead to stop of ventilation in case it stays open when supposed to be closed. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the field service engineer investigation and logs, is that the reported failure was due to the found build-up of an unknown substance on the safety valve solenoid shaft, preventing the solenoid from moving smoothly which resulted in a leakage.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that there was an internal leak in the anesthesia system. Several subtests during system checkout failed due to the leakage. There was no patient involvement. Manufacturer's reference #: (B)(4).